Manufacturer narrative:
A ge service rep performed an onsite investigation. The 9pl 1 male connector for the generator was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's generator would not power on as there was a faulty contact on the connector. No pt injury was reported.